Manufacturer narrative:
The myosure hysteroscope is not being returned; therefore, a failure analysis cannot be completed. Device history record (DHR) review was not able to be conducted for the myosure hysteroscope as product identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a physician attempted a myosure procedure for uterine tissue removal (exact date unk). The physician inserted the myosure scope and had difficulty viewing the patient's cavity. The physician then removed the myosure scope and inserted a smaller hysteroscope and "found a posterior uterine perforation". There was minimal bleeding. It is unknown if intervention was required.